Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "the catheter was inserted into the patient in (B)(6) 2022, and the routine chest radiograph examination before treatment on (B)(6) 2023 showed that the catheter was broken about 2cm away from the puncture point, and the broken catheter was located in the pulmonary artery. The broken catheter was removed by interventional operation the next day, during which the patient and his family had no dissatisfaction."

Event description:
It was reported "the catheter was inserted into the patient in (B)(6) 2022, and the routine chest radiograph examination before treatment on (B)(6) 2023, showed that the catheter was broken about 2cm away from the puncture point, and the broken catheter was located in the pulmonary artery. The broken catheter was removed by interventional operation the next day, during which the patient and his family had no dissatisfaction."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a broken catheter is confirmed and was determined to be related to flexure fatigue of the catheter. One 4 fr s/l groshong nxt clearvue catheter with the two-piece connector attached was returned for evaluation. An initial visual observation showed use residues throughout the catheter and a complete break at the 34 cm depth marker. The catheter was returned in two segments: one fragment of catheter from the 34 cm depth marker to the distal valve, and one section of catheter attached to the two-piece connector ending on the distal end at the 34 cm depth marker. A microscopic observation revealed a split in the catheter between the 33 cm and 34 cm depth markers in addition the break found at the 34 cm depth marker. The break exhibited a smooth and rounded fracture surface on one half of the break, and a more granular fracture surface on the other half of the break. The split appeared to have a very rounded, glossy fracture surface that was circumferentially aligned. The corners of the split appeared to be vertically aligned with the length of the catheter. The rounded and shiny edges of both the split and the break are likely due to flexural fatigue of the device. The complaint of a broken catheter within the patient is confirmed. Microscopic observations of the break and the split reveal the device to be worn from rubbing of the catheter against itself in a kinked position, which in turn leads to flexural fatigue of the silicone and ultimately a split and/or a break in the catheter. The length of time the catheter remained inside the patient could also be a contributing factor. The location of the damage suggested that catheter securement techniques may have contributed.